Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported through a research article identifying drg leads that are related to an additional lead being added to the patient's system due to nerve root infiltration found at t12. Specific patient information is documented as unknown.